Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as (B)(6).

Event description:
The customer stated that they received low results for patient samples tested for the elecsys troponin t hs stat assay (tnthsst) on an e411 analyzer. The customer stated that controls were within limits on (B)(6) 2016, but were out low on the morning of (B)(6) 2016. The customer provided data for a total of 37 patient samples that were questioned. Of the 37 samples, 33 had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 51 ng/ml and this value was reported outside of the laboratory. The sample was repeated on a different analyzer on (B)(6) 2016, resulting as 174 ng/ml. The customer then stated that they repeated all patient samples from (B)(6) 2016 to the morning of (B)(6) 2016. Refer to the attachment for data from patients 2 through 33. All samples were initially tested on e411 analyzer and these values were reported outside of the laboratory. The samples were repeated on a different analyzer. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The tnthsst reagent lot number was 176452, with an expiration date of december 2017. The customer performed liquid flow cleaning maintenance on the analyzer and 20 measuring cell preparations. The customer also changed the reagent pack and performed a new calibration. Controls were on target. The customer also ran additional patient samples in parallel with another analyzer. The customer has not experienced any further issues at this time.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The issue was related to a contamination of the fluidic path, but the cause for this contamination could not be determined. No instrument hardware or software issue could be verified. Performance testing was performed on the analyzer and this was successful. The instrument currently works as specified.